Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of genital haemorrhage ("heavy bleeding."), loss of consciousness ("passing out") and the second episode of genital haemorrhage ("I still bleed very heavy/bleeding came right back") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required), haemoglobin decreased ("hemoglobin was dropping"), loss of consciousness (seriousness criterion medically significant), the second episode of genital haemorrhage (seriousness criterion medically significant), abdominal pain ("period like cramps all the time even when not in period") and arthralgia ("sharp shooting pain in hips"). The patient was treated with surgery (ablation). At the time of the report, the haemoglobin decreased, loss of consciousness, abdominal pain and arthralgia outcome was unknown and the last episode of genital haemorrhage had not resolved. The reporter considered abdominal pain, arthralgia, haemoglobin decreased, loss of consciousness, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of genital haemorrhage ("heavy bleeding."), loss of consciousness ("passing out") and the second episode of genital haemorrhage ("I still bleed very heavy / bleeding came right back") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), the second episode of genital haemorrhage (seriousness criterion medically significant), haemoglobin decreased ("hemoglobin was dropping"), abdominal pain ("period like cramps all the time even when not in period") and arthralgia ("sharp shooting pain in hips"). The patient was treated with surgery (ablation). At the time of the report, the loss of consciousness, haemoglobin decreased, abdominal pain and arthralgia outcome was unknown and the last episode of genital haemorrhage had not resolved. The reporter considered abdominal pain, arthralgia, haemoglobin decreased, loss of consciousness, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.